Event description:
It was reported that a device alarmed for a system error 322. There was no patient incident reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 322 was reproduced during testing. The upper and lower auxiliary were found to be out of specification. The upper and lower auxiliary were replaced.